Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the device jaws eventually able to be opened? If yes, how were they opened? From what I've been able to gather, the device was able to open after it was removed from the patient by pushing the release button on the back of the handle. The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the first firing of the device with an unknown reload, the device was fired completely but the jaws would not release after firing. The device was unable to be released and the surgeon had to cut the device off the bowel. Another device of the same product code was used to complete the procedure. It was not clear whether the second device was used to cut the complaint device off tissue. Buttressing material was not being used. The issue did not cause any adverse consequences or harm to the patient.